Event description:
During an in clinic follow-up, noise resulting in oversensing, high pacing impedance and high capture threshold was observed on the right atrial (ra) lead. The physician suspected ra lead damage to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.